Event description:
It was reported that the device exhibited a data loss error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection revealed no anomalies. Functional testing revealed the device to display the "patient data lost" message. Event history logs confirmed a pump settings and patient data lost medium alarm had occurred. The alleged issue was replicated and verified. The device was charged over three days which resolved the issue. The root cause was determined to be component does not operate as intended. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.